Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 37751 lot# serial# (B)(4) product type recharger **please see manufacturer report #3004209178-2017-04620 for information on the patient's concomitant system** . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient claiming that the screen of their implantable neurostimulator (ins) recharger was blank. The patient has two inss and two rechargers. One recharger stopped holding a charge "a couple of months ago" and then died. The patient noted the connector pin did not appear loose or bent, but the recharger showed a thermometer screen before dying. The patient met with a manufacturer's representative (rep) who tried resetting the recharger but the issue was not resolved. The patient continued charging using the second recharger, however that recharger failed and the patient's ins depleted. Patient was issued a new recharger. No symptoms were reported. Patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.